Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). Components met specification. The injection port with the locking connector was returned for evaluation. Upon visual inspection, it was observed that the actuator ring was returned in locked position, hooks were deployed. Biological debris covered actuator ring and hooks. Upon microscopic evaluation, it was noted that the septum was punctured 18 times. Dimensional analysis of the returned components was performed per (B)(4), all meet specification. Note: the tubing strain relief was not returned for evaluation. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing records indicated that all devices were inspected and 100% leak tested prior to release, therefore it is unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that post implant a realize adjustable gastric band, during a fill under fluoroscopy, the band tubing was to noted to have become disconnected from the port. The surgeon replaced the port. The strain relief was on the tubing and the locking connector was on the port and locked. There was no patient consequence.